Manufacturer narrative:
Event conclusion cpi analysis initial interrogation noted an error code and noted that the model number and magnet rate word addressed contained incorrect data. Electrical testing noted that the unit paced intermittently. When the ipg was reprogrammed with correct addresses, the device operated normally. Internal visual inspection noted a piece of wire loose within the case. The wire piece was big enough to cause the memory reset and cell depletion.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated and had no magnet response. The physician elected to explant the ipg.